Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. This information was originally reported by mistake in manufacturer report #3004209178-2013-07909.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had had a lead revision back in (B)(6) 2011 for lead migration issue. It was stated that the patient had lost coverage. If additional information is received, a follow up report will be sent.